Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The zilbs-635-10-6 device of lot c1281638 was not returned for evaluation. With the information provided, a document based investigation was conducted. From customer testimony, the complaint device was advanced over a cook standard wire guide, of 0.035¿ diameter wire guide. A sphincterotomy and dilation of the target location were conducted prior to this occurrence. The complaint device was advanced through a olympus endoscope (model tjf-260v). Resistance was not encountered when advancing the wire guide to the target location. Resistance was encountered when advancing the complaint device to the target location and the device was advanced through the walls of a previously placed stent. Images of the device were provided, and underwent evaluation by the research & development department. The images show the device with the stent partially deployed. The distal white tip was pictured, showing severe damage and compression. The engineers stated that the device was not used as recommended. The customer complaint is confirmed from the images provided of the complaint device. Possible causes for this occurrence could include patient anatomy or advancing the device through the walls of a previously placed stent. The patient anatomy could have caused the resistance encountered when advancing the device to the target location. Compression of the distal white tip was observed in the images of the device, indicating difficulty during advancement. The previously placed stent may have interfered or caught on the distal end of the delivery system. These factors could have caused or contributed to the premature stent deployment. However, as the device was not returned and the conditions of use cannot be replicated in the laboratory environment, a definitive root cause for this occurrence cannot be determined. From the product insert, warnings section: ¿this device is not intended to be deployed through the wall of a previously placed or existing metal stent. [Doing so could result in difficulty or inability to remove introducer.]¿ prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with this lot number. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, and the procedure was completed with another device. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
After placing another zilbs- 10mm-8cm endoscopically through the papilla, cook's wire guide thsf-35-480/ lot# unknown was advanced to b8 then sbdc-7/ lo# unknown was advanced over the wire guide to confirm device transit to b8 before performing partial stent-in-stent placement with the complaint device. Since device transit to b8 was confirmed with sbdc-7, the delivery system of the device was advanced to b8. However because it would not advance through the mesh of the previously placed zilbs, it was removed from the patient, then noted to have the stent tip deployed although the red safetly lock was in place. Then, boston scientific's balloon "hurricane 8mm" was used to dilate another mesh and another zilbs- was placed instead. There have been no adverse effects to the patient reported.